Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the imaging system. There was an artifact in the image. The rep arrived on site to troubleshoot the image artifact. They found that this artifact resides within the detector. They removed and replaced the digital detector due to the failure. Performed all tests and calibrations as well as a full system checkout. System is fully functional and returned to the customer. Codes: b01, c0201, d0302 the detector was returned for analysis. They were unable to confirm the reported complaint, "lines on image." Detector panel assembly was returned to vendor for testing. Per vendor no fault was found when tested. Codes: b01, c19, d0302 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905; product ID: bi71000181; product ID: bi71000186rpend; product ID: bi71000438: this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that there was a black line when they did the images. When it was sent over to the navigation system the lines were still there. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome. Troubleshooting sating that technical service (ts) suggested to redo calibration.